Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12429. It was reported that the patient's scs system was not providing adequate therapy after falling down the stairs. As a result, surgical intervention may take place at a later date.